Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints. If additional information becomes available, a supplemental report will be submitted.

Event description:
Study: teng, y., ding, x., li, w., sun, w., & chen, j. (2022). A retrospective study on therapeutic efficacy of transarterial chemoembolization combined with immune checkpoint inhibitors plus lenvatinib in patients with unresectable hepatocellular carcinoma. Technology in cancer research & treatment, 21, 153303382210751. Https://doi.org/10.1177/15330338221075174, was reviewed during internal quality system activities. The publication describes the microspheres used in transarterial chemoembolization (tace) procedures have been associated with hypertension, proteinuria, pyrexia, alt increase, ast increase, ck-mb increase, tbil increase, hypothyroidism, diarrhea, palmar-plantar erythrodysesthesia syndrome, weight loss, decreased appetite, and lipase increase. Additionally, during the study 2 patients died of upper gastrointestinal bleeding, which was of uncertain relationship to the study treatment.